Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leaving fibers behind in my vagina [foreign body in reproductive tract] tampons leaving fibers behind [device breakage]. Case narrative: consumer reported via e-mail that tampons are leaving fibers behind. No serious injury reported.